Event description:
The customer returned the product for a loose latch, during device analysis, a ripped upstream occlusion (uso) seal and defective latch/lock were found. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous repairs in the last 12 months. The customer¿s problem was confirmed through the 50ml cassette test and go/no-go test. The latch could not release the cassette with two fingers of force and could not insert gauge through latch hook. The latch/lock was replaced to fix the problem. Upon further investigation, a ripped upstream occlusion (uso) seal was identified. The seal was replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.